Manufacturer narrative:
(B)(4). This complaint is for a report of a patient who had hooked the last fill bag to the white clamp line and the 5l bag to the blue clamp line. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(4) regarding assistance with connecting the solution bag to the wrong line while using the homechoice (hc) during a dwell cycle. The patient stated they had hooked the last fill bag to the white clamp line and the 5l bag to the blue clamp line. (B)(4) assisted the patient in ending therapy so the patient could finish therapy with manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.